Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Power error detected alarm due to j6 connector resistance issue.

Event description:
Customer reported via phone call that insulin pump had power error detected. The customer¿s blood glucose level was 179 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.